Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation, mmdg was able to confirm that the pump shut down unexpectedly via the pump history log. Multiple "system interrupt" alarms were logged. This usually occurs due to the pump being dropped or the batteries being removed from the pump without properly shutting the pump down first. There was no evidence of either of these things occuring. Because the alarm was logged multiple times, the most likely cause is a failure with the pcb. Mmdg could find no failed components on the pcb, but did replace it as a precaution. The pump was repaired and returned.

Event description:
The initial reporter stated that the pump shut off during infusion. The initial reporter also stated they that this was discovered during testing in their facility, and had no patient impact. (B)(4).